Manufacturer narrative:
Date of event is an estimate as consumer stated that the issue occurred "last week." Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles on the sonicare brush head flattened out and some fell out.